Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear ring on the reservoir compartment has broken off of the insulin pump. The strip of material along the top of the screen on the insulin pump has melted off too. The customer does not know how this occured. The customer was advised to discontinue pump usage and return. The customer's blood glucose was 360 mg/dl.

Manufacturer narrative:
Findings: unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit also had broken off reservoir tube lip, missing reservoir tube o-ring, missing display window cover, minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads and a pillowing keypad overlay. No burnt/melt case noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.